Manufacturer narrative:
This report is submitted on may 10, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient's electrode array extruded through the skin. Revision surgery to correct the extrusion of the electrode was performed on (B)(6) 2017. The implanted device remains.